Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Getinge service has not bee requested at this time. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that while the cs300 intra-aortic balloon pump was in use on a patient the blood detected alarm generated. There was no blood seen in the extender tubing. The customer tried to reboot the iabp multiple times but the alarm continued. No patient injury, harm or adverse event was reported.

Manufacturer narrative:
The customer biomedical engineer reported that they were unable to duplicate the alleged malfunction and the iabp was cleared for clinical use.

Event description:
It was reported that while the cs300 intra-aortic balloon pump was in use on a patient the blood detected alarm generated. There was no blood seen in the extender tubing. The customer tried to reboot the iabp multiple times but the alarm continued. No patient injury, harm or adverse event was reported.